Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to ask about being sent a canister to return a reservoir. The customer reported a no delivery alarm and high blood glucose levels. The customer's blood glucose level was 436 mg/dl. The customer was unable to troubleshoot. The customer was sent the canister, but declined to receive replacements.